Event description:
Technician alleged that when the brake was applied the brake casters would swivel. No pt impact.

Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue.